Event description:
During "intracept by relievant" procedure to relieve vertebrogenic back pain, a portion of the canula appeared to have broken off in the vertebral body. The portion was made from polyetheretherketone, which is a polycyclic thermoplastic material that is used as a substitute for metal in biomaterials and safe for implantation. It was intentionally left in the patient.